Event description:
Per the clinic, the patient experienced pain and discomfort at the implant site due to migration of the receiver/stimulator. The device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 04, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 20, 2024.